Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) on (B)(6) 2011. Mesh removal occurred on (B)(6) 2012. Patient's legal representative stated pain, erosion, extrusion, urinary problems, dyspareunia, infections, bleeding, neuromuscular problems, vaginal scarring and recurrence of sui.